Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) levels; cause was not known. Correction boluses were delivered via the pump and manual injections were administered to address bg. A system check was performed and the pump performed as intended. Tandem technical support educated the customer in the importance of site rotation for better insulin absorption.